Manufacturer narrative:
Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The service inspection found there was no image output with serial digital interface (sdi) 1 and 2 due to a defective/damaged connector. Also, there is no sdi 1 image due to a defective printed circuit (qb) board the investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. No repair history related to the reported phenomenon was confirmed. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported image failure. Based on the physical evaluation results, the cause of the customer¿s reported event was isolated to a defective printed circuit board.. The cause of the defective/damaged cable unit could not be conclusively determined. However, the cause of the defective printed circuit board is unknown. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
An olympus asset/loaner high-definition liquid crystal display monitor was returned to the olympus service center. There was no defect or malfunction associated with the device. However, upon inspecting and testing, there was no image output with serial digital interface (sdi) 1 and 2 due to defective/damaged connector. Also, no sdi 1 due to a defective printed circuit (qb) board. This report is being submitted to capture the no image/output. No death, injury or harm has been reported to olympus.